Event description:
It was reported the patient was getting "great" therapy until she "struck herself" at the implantable neurostimulator (ins) site. The patient lost therapy and the pocket site was "very painful." An impedance check found high impedances, over 4,000 ohms on multiple pairs. Electrode 0 had an open circuit. The patient stopped feeling stimulation, even with turning up amplitude, and had to use a catheter again with very little self-voiding. The stimulator was turned off, and the patient still had pain, but it had "come down a little, so a little improvement." X-ray results were unknown. Additional information has been requested, but was not available as of the date of this report.